Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. The reporter informed the company that the product had been discarded.

Event description:
Had toothbrush head break/fall off while brushing [device breakage]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that he/she had another oral-b brushhead, version unknown break/fall off while he/she was brushing with an oral-b rechargeable toothbrush, version unknown. No symptoms developed.